Event description:
Litigation alleges that patient has experienced consistent pain in his left hip, groin and upper femur, which progressively worsened; pronounced popping in and out of the implant; difficulty with mobility; weakness; difficulty laying on the left side and constant discomfort. Patient had elevated metal ion levels, accumulation of yellow fluid on his left hip joint along with gray, cheese-like material throughout the joint, particularly up into the recess in the femoral head, loose femoral component and metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.